Manufacturer narrative:
The insulin pump had motor error alarmed during rewind due to corroded motor home switch. No moisture damage found on electronic assembly. The insulin pump was received with scratched on display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was performed. The device was returned for analysis.